Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there were blocked needles. To aid in the investigation, one sample with no plastic shield or packaging blister was received for evaluation by our quality team. A visual inspection was performed. The needle was bent one hundred eighty degrees, and the safety mechanism has not been activated. The needle was manually straightened back and assembled to a syringe with saline solution. The solution expelled with a normal flow. A device history record review was completed for provided material number 305916, lot rep3187. The review revealed there were no deviations identified or associated with the reported defect during manufacturing, packaging or quality inspection processes. All necessary inspections were performed throughout all activities. This lot met all criteria required for release. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Event description:
It was reported that the bd safety glide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: customer reports blocked needles with two lots of item 305916. Customer shared this report was submitted through medwatch last week, we may be getting that additional report soon and will need to flag as a duplicate. I have asked her on my follow up email (attached) for the medwatch ref number if available. Additional comments: rn attempted to give covid shot, and needle plunger would not compress. Needle was clogged / malfunctioning.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.